Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "glistenings" (no code available [iol (intraocular lens) implant]). A surgeon reported, noting glistenings in an intraocular lens (iol). The surgeon did not have any specific pt to report. The surgeon was unwilling to complete the questionnaire since he did not have any specific pt to report.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to complete the questionnaire since he did not have any specific pt to report. (B) (4). (B) (4). (B) (4).